Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s while attempting to load multiple cartridges. The customer's current blood glucose (bg) level was 368 mg/dl and insulin injection was to be administered to address the bg level. The customer was to use insulin injections to manage diabetes.